Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the patient's lp failed to separate from the delivery catheter at the point of fixation. The procedure was completed using an alternate lp on (B)(6) 2026. There were no patient consequences.